Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection: received one connector in closed state. Connector visual inspection. No abnormalities were found. Functional test: catheter tensile strength test. Test was conducted using connector sample and an unused catheter. Company specifications: above 11n. Test results: 12.3n. The sample met company specifications. Others: connection check. An unused catheter was able to be inserted into the connector without resistance and up to the marking point. The connector was able to securely close. Device history record: no abnormalities found from reviewing the relevant device history record(s). The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached. Catheter withdrawal has been reported.